Manufacturer narrative:
The technician found the bed shroud cover was out of place allowing the CPR lever to engage while being wedged under the cover. The technician properly positioned the cover to repair the bed.

Event description:
The account alleged no bed functions are working.